Event description:
Patient brought to surgery for insertion of greenfield vena cava filter via femoral vein. Surgeon stated that during deployment of device, approximately 1/4" of the filter remained within the insertion cannula. Surgeon stated that device would neither release the vena cava filter nor retract the filter into the insertion cannula. Interventional radiologist consulted and options discussed. Under fluoroscopy, the filter was explanted, but spontaneously deployed in the subcutaneous tissue of the right groin. Incision made and filter retrieved. Clot noted at the tip of the explanted filter. Additional venogram completed and confirmed that vena cava intact. Femoral vein repaired and pressure dressing applied. No additional attempt made to insert additional filter. 50ml of conray used during procedure.